Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, intermittent post-paced t-wave oversensing was noted on the implantable cardioverter-defibrillator. Programming changes were made. The oversensing issue was fixed with this adjustment. The patient was stable.